Manufacturer narrative:
(B)(4). The caridianbct support specialist reminded the customer about the importance of entering the correct donor info and how inaccurate door info could affect the procedure and donor. The caridianbct support specialist also contacted the sales rep for this customer for a potential re-training opportunity. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer reported end of run summary date due to one of their operators possibly entering the wrong donor info during a single product platelet procedure. The operator incorrectly entered a height of (B)(6) feet instead of (B)(6), which is donor's actual height. This resulted in a falsely high tbv. The donor who was involved in this incident reportedly had no reaction at all. No medial intervention was necessary. This report is being filed due to potential for injury from operator error.